Event description:
Litigation papers allege the pt's surgeon recommended that he have revision surgery, due to severe pain in his right thigh and groin.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.